Event description:
Territory business manager (tbm) stated that the dealer reported that the tilt actuator on a tdxsp-mcg power chair is not moving at all. End user has allegedly developed an ulcer from not being able to relieve pressure. No alleged medical intervention. No other details provided by tbm.